Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose. The customer's blood glucose level at the time was 44mg/dl. The customer treated low levels with pop. The customer believes their settings are too high, causing his blood glucose levels to be low. The customer was assisted with their settings, but was advised to follow up with their healthcare provider. The customer's blood glucose at the end of the call was 213mg/dl. Nothing is being returned or replaced at this time.